Manufacturer narrative:
Explanted date was left blank as the iol remains implanted. Device manufacture date: 7/27/2012. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Patient further elaborated on her symptoms: deep pressure-like pain, photophobia requiring use of sunglasses inside the house, restricted driving ability due to photophobia. Patient finds some temporary relief of pain after chiropractic adjustments to c-3 in neck, 800 mg advil, acupuncture (some minor help). Patient provided clinical information: magnetic resonance imaging (MRI) of cervical spine without contrast indicated c3-c3 mild disc desiccation and mild disc bulging with uncovertebral joint arthrosis contributing to mild bilateral foraminal narrowing. C4-c5 indicated disc desiccation mild disc bulge with mild ventral subarachnoid space effacement and mild uncovertebral joint arthrosis contributing to mild foraminal narrowing. C5-c6 indicates disc desiccation and height loss with mild disc bulge mild flaval enlargement with mild ventral and dorsal subarachnoid space effacement and uncovertebral joint arthrosis contributing to moderate bilateral foraminal narrowing. Electromyogram (emg) and nerve conduction velocity (ncv) of the trigeminal and facial nerve were unremarkable. MRI of the brain and orbits without contrast indicate near complete opacification of the left frontal sinus with mucosal thickening in the left anterior ethmoid air cells which may represent sinusitis in a clinical setting. In addition, multifocal t2 flair hyperintensity within the supratentorial white matter may represent chronic small vessel ischemic changes or sequela of migraine headaches. Impressions made by physician indicate trigeminal autonomic cephalgia involving the first and second branches, and cervico-occipital headaches. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported by a patient who underwent an intraocular lens (iol) implant in her right eye on (B)(6) 2013. The patient is complaining of significant pain in that eye. Further, she reported her life has been turned upside down with the constant pain and not being able to see from that eye with constant pain medication. Patient has been seen by other doctors with some relief. Patient's neurologist performed an MRI recently; the results were not available yet. In addition, it was reported that the patient has a past medical history of trigeminal neuralgia. No additional information was provided.

Manufacturer narrative:
Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.